Manufacturer narrative:
H6: nonconforming cartridge weld. H3. Evaluation summary: the analysis results showed that the ems device was returned with the nose open and non-functional due to an insufficient cartridge nose weld.

Event description:
It was reported during a lap hernia repair procedure that there were jammed staples. Did not staple at all. Took new instrument. No further information is available. There was no adverse patient consequence.